Manufacturer narrative:
(B)(4). A third party service agent obtained the customer's device for evaluation. The electronic patient records from the device were downloaded and submitted to physio-control for analysis. Through analysis of the electronic records, physio-control was able to verify the reported issue. The third party service agent evaluated the customer's device and observed that the positive battery pin in battery well #2 was loose in its rubber grommet. Loose or damaged battery pins can cause an unexpected loss of power. The third party service agent will replace the device's rear case assembly (which includes new battery pins and grommets) and after confirming proper device operation through functional and performance testing the unit will be returned to the customer for use. The device has not been returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
It was reported to physio-control that the customer's device would begin to power on, before powering off by itself during an event. The patient, a male in his (B)(6) was having his vitals taken when the reported issue occurred. Medical personnel then proceeded to take his vitals manually. The patient survived the event and there were no reports of adverse effects as a result of the reported issue.